Event description:
Initial info was rec'd on (B)(6) 2015 from a consumer. This female consumer used colgate classic extra clean toothbrush and developed sores and white patches in her mouth which she described as "similar to leukoplakia". The events caused the pt sleepless nights, stress, anxiety and worry thinking it could be "all sorts of sinister thing." She began using the toothbrush twice a day approximately three months prior to this report on an unk date is (B)(6) 2014. Subsequently, she slowly began to experience the events. The consumer stated that the design of the toothbrush was "very big" and the tongue cleaning plastic bits on the back of the toothbrush have rubbed all the mucus membranes off the sides of her mouth causing her mouth to become very sore and creating white patches. She consulted a doctor twice as well as a dentist. The dentist thought the consumer may be experiencing frictional keratosis due to the toothbrush. The toothbrush was discontinued on an unk date in 2015. At the time of this report, the events were ongoing and the consumer had not recovered. Add'l info was rec'd on (B)(6) 2015 from the consumer. This (B)(6) year old female consumer indicated that due to the events, her mouth was extremely sore and she had to be careful when eating. The consumer was prescribed an unspecified medicated mouthwash as treatment. A second dental appointment has been scheduled. No further relevant info was rec'd. (B)(4).